Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) was detecting false atrial fibrillation (af) episodes and was also undersensing premature ventricular contractions (pvc). Device programming was recommended. The device remains in use. No patient complications have been reported as a result of this event.